Manufacturer narrative:
Upon further review, the engineer determined the automated impella controller (aic) was not the issue and the purge cassette was the cause. A regulatory report is no longer necessary.

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and the automated impella controller (aic) had a controller failure (red alarm). The aic was replaced successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.